Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported, several years after intraocular lens implantation surgery, when the patient went to renew her driving license, the optician examined and stated that the patient must have 20/40 during the eye exam. The optician also found a place on the patient's right eye lens that was muddy. Therefore they refused to renew the driving license of the patient. The consumer declined to provide any further information.